Event description:
It was reported that when the nurse lifted the footrest, it threw her onto the floor allegedly injuring her wrist, back, and shoulder. No medical intervention or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.